Event description:
Information pertaining to the lead revisions and lack of stimulation after the revisions is captured in separate product events. The patient reported they have stimulation in their arm but they cannot get it into their hand. The patient requested information for healthcare professionals in (B)(6) that would be able to "tweak" their settings.

Event description:
It was reported that one lead was placed one vertebra higher at implant than it was at trial. The patient was not getting the same coverage as in the trial, so they decided to revise the lead in the t-spine. There was a lead revision where they were adjusting the positon of the lead. Instead of moving the existing lead, they decided to replace it. It was noted that the patient had no issues with coverage of the other lead, which was in the c-spine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).